Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer generated an erroneously high eosinophil (eo%) and low neutrophil (ne%) result on one (1) oncology patient. The customer indicated that no instrument flags were generated. The erroneous results were reported out of the laboratory. A corrected report was later generated and reported to the physician. No death or change to patient treatment is associated with this event.

Manufacturer narrative:
The patient specimen was collected in a 3ml grenier vacutainer tube and was sampled within 45 minutes of being drawn. Controls were run before and after the event and all recovered within assay limits. The instrument is currently within qc specifications with respect to controls (accuracy) and repeatability (precision). A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse while on site reviewed the data for the patient in question and noticed that while the patient sample was run, the white blood count (wbc) aperture#3 had been voted out. The fse indicated that when attempting to run a startup the wbc background failed because of the aperture. The fse bleached the aperture to clear the plug from the wbc aperture#3. The fse verified instrument performance and performed the necessary alignments. The fse also ran several different patient samples in reproducibility mode and encountered no problems. The root cause based on raw data analysis is the one-dimensional histogram of the first run which showed weak valleys that were misidentified as separation points between mono/lymph and neutro populations. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of rare events may fail to trigger a suspect message.